Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient first noticed they were not getting relief in (B)(6) 2017. They had not charged in a while. The patient stated they contacted a manufacturing representative. The poor coupling, ins being tilted, and not getting pain relief had been resolved after the recharger was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754, serial#(B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had poor coupling with recharging. It was reported that they could not seem to turn their ins on and had been trying the charge their ins for three days. It was reported that they saw coupling boxes once, but had seen 0 boxes since. The patient noted that they tried turning the recharge antenna dial already. The patient reported that the patient programmer showed ¿charge you ins¿ warning message. Troubleshooting done on the call was patient services had the patient reposition the antenna over the ins and the antenna locate feature was reviewed. It was reported that the patient got four coupling boxes after the antenna locate feature was performed. The patient also noted that the recharge antenna was replaced recently. The patient mentioned that they wondered if they were ¿getting too fat¿. Patient reviewed ins pocket considerations. It was reviewed to charge over thing material- not bulky clothing and how the number of efficiency bars would affect recharge time. No symptoms were reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the rep had the patient do a physician mode reset (pmr) at home and met with the patient, with the intent of clearing a por (power on reset), however the battery was in discharge. The patient could not get coupling bars. The rep stated they could feel the top of the ins, but it appeared the bottom of the implant might be angled/tilted inward. They could not really feel it. The recharger had been replaced. It was suggested that an x-ray should be taken to get a better understanding of the ins position. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to charge their ins. The patient confirmed they had been unable to charge their ins for quite some time, probably before (B)(6) 2017. The patient was unable to relay what they saw on their recharger screen when unable to recharge. They stated they were unable to troubleshoot because they did not have access to the equipment. It was further reported that there was an alleged overdischarge. The patient had told the healthcare professional that they had not charged their ins for 2 years because the ins had not given them relief. Additional information was received and it was reported that the patient had poor coupling. The patient had met with a manufacturing representative because their device was overdischarged. Prior to the overdischarge the patient was able to see coupling bars when charging. The ins was jump started on (B)(6) 2017, but since then they were unable to get coupling bars when charging. The patient also stated that the ins was tilted in their body, the top of the ins was closer to their skin. The antenna was repositioned over the ins and an antenna locate feature was done. This did not resolve the issue. After the antenna locate was attempted the patient mentioned that when they recharged the ins the recharger screen went blank and would turn itself back and would display a reposition antenna screen. The screen would blink on and off. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative regarding the patient. It was reported that the patient has had difficulty with recharging since (B)(6) 2017. The manufacturer representative noted that the implantable neurostimulator is not protruding as it used to. However, there was another alleged overdischarge. Communication could not be established with the implantable neurostimulator recharger or clinician programmer. The last successful recharge session was in (B)(6) of 2018. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.